Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented complaining of having leg pain while walking. An angiogram/CT discovered that the left iliac limb had occluded. The physician performed a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.